Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted the right ventricular lead was exhibiting unspecified oversensing. Programming changes were performed to resolve the issue. The patient was in stable condition.